Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the leading haptic came out backwards, lens did not make contact with patient's eye and used back up lens instead. The procedure was completed on same day with no patient harm. Additional information has been requested but is not available at the time of this report.